Manufacturer narrative:
At this time, vyaire medical is in the process of evaluating the suspect device. Once evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the ventilator stopped while in use on a patient. There was no report of any patient harm associated with this reported event.

Manufacturer narrative:
Vyaire complaint number (B)(4). Results of investigation: the unit was received and the reported issue could not be duplicated. Ventilator passed all tests, except final test pressure & oxygen blending performance test. The cause was determined to be the o2 blender; however, this non-conformance would not result in a failure to ventilate properly.